Manufacturer narrative:
Internal complaint number: (B)(4). A device investigation showed that the pump primed and flowed within specification, at 92% efficiency. Flowonix CAPA 00030 has been issued to address pumps that are returned for volume discrepancies and the associated returned product investigations result in no product issues being identified.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information received on 5/21/2019 made this complaint reportable.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient reportedly experienced flu-like symptoms (withdrawal symptoms) and the pump was subsequently explanted.